Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and degenerative disc disease/herniated disc pain. The patient went to the clinic on (B)(6) 2019 and was wanded at security, and the patient believes that this caused the pump to turn off. It was unknown if the pump was alarming, but the patient was experiencing withdrawal symptoms since they went through security. No further complications were anticipated/reported.